Manufacturer narrative:
The field service engineer found the probe was not springing back and the slider was worn. He replaced the probes, sliders, and springs, adjusted the squeegees and rinse nozzles, and ran flushed the tubings. He ran precision testing, calibrations, and quality controls that were successful.

Event description:
There was an allegation of questionable calcium results from the cobas 8000 cobas c 502 module. Patient 1 initial result was 17.1 mg/dl and the repeat result was 9.5 mg/dl. Patient 2 initial result was 17.2 mg/dl and the repeat result was 9.6 mg/dl. Patient 3 initial result was 17.5 mg/dl and the repeat result was 9.9 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 546299. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent.